Manufacturer narrative:
Onsite investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) however the tfs was unable to reproduce customer reported issue of error 23025. The psm was replaced and returned to isi for failure analysis investigation. The reported system error could not be replicated during in-house testing on axis 1. The axis 1 motor will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgical staff encountered a system error code 23025. Prior to contacting an isi technical support engineer (tse) for assistance, the surgical staff reset the instrument and drape, replaced the instrument, and did a hard shut down of the da vinci surgical system. However, the system error code 23025 recurred. The tse reviewed the logs and confirmed the error 23025 was referring to a specific on patient side manipulator (psm) arm 2 axis 1. The procedure was in progress for about 10-15 minutes prior to the error occurring. The site confirmed they inspected the system prior to use and there were no issues noted during set up of the system and with the port placements. The surgeon converted to another davinci system to complete the planned surgical procedure. There was no patient injury reported.